Manufacturer narrative:
The customer's complaint of a chemo leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Age at time of event: adult.

Event description:
The customer reported that the nurse went to hang a patient's chemotherapy. As the nurse inserted the tubing into the pump module, the tubing separated into 2 pieces just below the drip chamber. A chemotherapy spill occurred. This occurred prior to the tubing being connected to the patient. There was no harm to the nurse as the nurse donned appropriate ppe for chemo administration. The customer stated, emotional distress should be considered for both the nurse and patient. This event required pharmacy to re-make this dose. There was no medical intervention as a result of the event.